Manufacturer narrative:
E1 (B)(6). Analysis was performed where communication with the remote service personnel and the customer. It was stated that the pc hung while changing patients. The system needed a hard reset and then everything worked again. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause is unknown as the issue wasn¿t replicated. The issue was resolved by the customer rebooting the pc. The customer

Event description:
Philips received a complaint on philips intellivue mx100 indicating that the device hangs during the procedure. The device was in clinical use at time of event, no adverse event was reported.